Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's device only worked for two weeks. It was also reported that the therapy was hurting the patient she laid on her right hip and that they wanted the device removed (device was implanted on their right hip).